Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose level was not impacted. As the customer changed the cartridge and infusion set, tandem technical support was not able to troubleshoot to determine a possible cause of the occlusion.